Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was unknown. The son states that the customer went into the water with the pump on, and is now receiving button error alarms. Customer was advised to discontinue use of the pump, and that it would need to be replaced.